Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imagining revealed that one of the patients leads was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced, and 2 additional leads were implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.